Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with backup vvi. Download was successfully performed. The device was reprogrammed and will continue to be monitored.